Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Creases/folding of implant: not observed. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The healthcare professional reported left-side "folds", "fluid build up", and "rupture." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26aug2024.

Event description:
The healthcare professional reported left-side "folds", "fluid build up", and "rupture." The device has been explanted.

Event description:
The healthcare professional reported, left side "folds", "fluid build up" and "rupture". The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.